Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the read/write errors. A field service engineer checked and reseated the rowboard cable on the back of the drawer inorder to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system reported hardware failure. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this event.